Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event her blood glucose level was 202 mg/dl. The infusion set had been used for three days but this issue happened immediately after insertion, but they continued to use the infusion set as they did not realize it was broken until later. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event her blood glucose level was 202 mg/dl. The infusion set had been used for three days but this issue happened immediately after insertion, but they continued to use the infusion set as they did not realize it was broken until later. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.